Event description:
Contact reported that a slim-loc screw had backed out from the plate. A revision was performed and the hardware removed. Original surgery was in 2004 by another surgeon in a different state.